Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported low speed events was confirmed during the evaluation of (B)(6). Examination of the driveline found that the black wire had completely fractured at the pump housing. The adjacent wires showed evidence of abrasion. The brown wire elongated and fractured upon light manipulation, indicating that the inner conductors had fractured. If the exposed conductors of the fractured black wire contacted the braided shield while the system was operating on a power module, the resulting electrical short could have caused several of the low speed events captured on the submitted log files. These events and the events that occurred while the system was operating solely on external batteries also could have resulted from a total loss of power to one of the pump motor phases. The black and brown wires comprise one complete motor phase. At least one wire from each phase must be electrically intact to power the motor. An intermittent, simultaneous discontinuity of the black and brown wires would also have resulted in the captured events. The observed damage to the black and brown wires appeared consistent with fatigue failure due to cyclic flexing. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the patient underwent a pump exchange (hmii to hmii) due to suspected driveline fracture.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard intermittent tones while connected to battery power. The patient was asymptomatic. It was reported that the patient had an ldh (lactate dehydrogenase) of 270. A log file was sent in for analysis. The log file confirmed low speed operation and low speed hazard alarms on day 245. It was also observed that there was a slight increase in power at the time that the alarms occurred. The alarms also happened during pi events. The pump's rotor ability to spin was prohibited by some material other than blood. This could indicate the presence of thrombus. The data also showed two low speed advisories and 1 low speed hazard. This type of behavior has been linked to potential issues with the percutaneous lead. X-rays were recommended to the driveline. The hospital confirmed that hemolysis did not occur. A ramp test with the right heart catheter was performed. The results of this test did not indicate thrombosis. X-rays were not taken of the driveline. The plan of care was to send additional log files at a further date.